Manufacturer narrative:
Occupation is lay user/patient.

Event description:
The customer complained of discrepant high inr results on coaguchek xs meter serial number (B)(4) compared to the dr's coaguchek xs meter. The customer used 2 different strip lots at the time of the tests and wasn't sure which strip lot was used for the high results. This medwatch will cover strip lot 29494221. Refer to medwatch with patient identifier (B)(6) for information on strip lot 28632021. On (B)(6) 2018 the customer had a result of 5.7 inr on the meter and noticed a big dark spot on his leg. The customer went to the dr's office where he was told the spot was a superficial blood clot. The dr advised the customer to withhold coumadin for 1 night and re-test in 2 weeks. On (B)(6) 2018 the customer tested on his meter with a result of 5.7 inr. The dark spot had grown and spread down his foot. The dr. Advised the customer to come into the office. Less than 7 hours later the customer was tested with the dr's coaguchek meter and the result was 3.8 inr. The 3.8 inr result was believed to be correct. The customer was advised to hold his coumadin dose for one night based on the result of 3.8 inr. On (B)(6) 2018 the customer tested on his meter with a result of 3.8 inr. The customer was still concerned about the dark spot on his leg so he went to the ER. The customer was tested at the ER 2 hours later by an unspecified laboratory method and the result was 3.1 inr. The customer was diagnosed with a contusion. No treatment was received at the ER for the dark spot on his leg. The customer was sent home and was advised to keep his leg elevated and apply ice. This instruction was based on the laboratory result. No adjustments were made to the customer's coumadin dose. The customer's therapeutic range is 2.0 - 3.0 inr. No adverse event occurred due to the device. The customer is currently feeling ok. The customer has had no changes in his diet. The customer is not anemic and is not on heparin or other direct thrombin inhibitors. The customer does not have anti-phospholipid antibodies. The customer is not taking any new medication. Retention test strips (294942) were tested in comparison to master lot #28632180 on internal reference meters. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention material as tested complies with specification. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue.

Manufacturer narrative:
The customer also reported the concern with the strip lots to FDA as mw5081462. The voluntary medwatch is attached to this report. Attachment: [mw5081462.pdf]